Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with a 40 unit injection of unspecified treatment. Subsequently, the customer obtained a comparison reading of 40 mg/dl on an unspecified blood glucose meter. When plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. Thereafter, the customer called for an ambulance. The customer was taken to a hospital where they had contact with a healthcare professional (hcp) who obtained unspecified readings on an hcp meter and provided sweet drinks for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 227, and 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor soldering on the battery was observe. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with a 40 unit injection of unspecified treatment. Subsequently, the customer obtained a comparison reading of 40 mg/dl on an unspecified blood glucose meter. When plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. Thereafter, the customer called for an ambulance. The customer was taken to a hospital where they had contact with a healthcare professional (hcp) who obtained unspecified readings on an hcp meter and provided sweet drinks for treatment. There was no report of death or permanent impairment associated with this event.